Manufacturer narrative:
1. DHR/bhr review lot#4080097 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities 4-review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number:4022038, 3360806, 4022054- 2. No defective sample and photo have been received for the complaint. 3. Take the retained sample of this batch for relevant functional tests: lie distance test, penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test. The test results show that they all meet the product specifications. Please see attachment for the test reports. 4. The occurrence of the complaint may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, the root cause of the catheter bent cannot be determined.

Event description:
1)kindly provide the physical/picture/video sample if available 2)was there any delay in the patient treatment? 3)does the catheter was seen bent before use? 4)does the catheter was peelback during insertion? 1) no samples or photos provided 2) no 3) no 4) catheter atrophy.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter bent on (B)(6) 2024 while administering a shot to bed 83, hospital number (B)(6), the indwelling needle hose was bent, preventing a smooth injection

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.